Event description:
It was reported that an ilet user inserted a new freestyle libre 3 plus sensor, after which the app indicated the sensor had already been started but no glucose values displayed, the pump presented ¿connect cgm or enter bg¿ and a pairing failed alert, and the issue resolved after the user restarted the app, resulting in successful pairing and glucose display; this was consistent with an intermittent communication failure involving the antenna/electrical-magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and ilet system that manifested as intermittent communication failure, with involvement of the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.